Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: zfx09-zb-tsv-rs, zfx¿, gentek¿ retaining screw, tsv/tm, lot: unknown. H4: device manufacturer date unknown / not provided.

Event description:
It was reported a fracture of the screws in the prosthesis. Screws placed on (B)(6) 2024 and removed on (B)(6) 2026. No impact on the patient reported. Procedure was not completed.